Event description:
It was reported that there was oversensing observed in the right atrial lead and further evaluation was planned. The lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead. (B)(4).